Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 380 mg/dl at the time of incident. The customer's blood glucose was 342 mg/dl at the time of call. The customer stated they have been running high on 400 mg/dl and reached 427 mg/dl. The customer stated that they were able to bring down the blood glucose after taking multiple amount of insulin. The insulin pump will not be returned for analysis.